Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, the cartridge connector fractured, a fragment remained lodged in the pump, and the user could not disconnect or remove the cartridge, consistent with a failure to disconnect involving the reservoir component. No clinical signs, symptoms, or injury reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, characterized by a failure to disconnect at the reservoir interface caused by a broken connector component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.